Manufacturer narrative:
Concomitant product : 4076-52 lead implanted: (B)(6) 2014.

Event description:
It was reported that about 10 days after the implant procedure, the patient experienced shortness of breath due to a right ventricular lead dislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.